Event description:
Incision was made. Physician notified tech and nurse that micro-pituitary broke off in pt's spine. All pieces were removed from pt. Rep notified and reported it may have been old and also physician may have applied more pressure than what the instrument could hold. New instruments are being ordered to replace old ones.